Event description:
It was reported that this ambicor penile prosthesis (app) was not working. The app was explanted and replaced with a tactra malleable penile prosthesis. No patient complications were reported.